Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's current blood glucose was 335 mg/dl and the blood glucose value during the event was 50 mg/dl. The customer reported shaking, mental confusion and weakness as the symptoms for hypoglycemia. Customer was assisted with troubleshooting. The customer was using the insulin pump within 48 hours of the high blood glucose event. Customer was treated with carbohydrates intake. Auto mode feature was not active at the time of incident. Customer also stated that the insulin pump was giving unexplained high and low blood glucose. Insulin pump passed self test. The insulin pump will not return for analysis.